Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a left iliac aneurysm repair procedure, the lesion was pre-dilated with the armada balloon at nominal pressure (8 atmospheres), inflated with an indeflator. Continuing with the indeflator, the balloon deflated slowly, over 30 - 45 seconds without intervention. Reportedly, the shaft may have kinked during use. The device was then removed without issue and the patient did not experience any adverse sequela. During placement of a non-abbott graft, the aneurysm ruptured, but the graft was able to be placed successfully, sealing the aneurysm. Unfortunately, during recovery, the patient developed a gastrointestinal (gi) bleed and died. Per the physician, the aneurysm rupture, gi bleed and death were unrelated to the armada balloon dilatation catheter. There was no additional information provided.